Event description:
This x-ray system's collimator suddenly closed (system failure) while the pt was on the table having a fluoroscopic procedure. The pt was not injured.

Manufacturer narrative:
Method: the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA. Results: the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA. Conclusions: the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.